Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed. The assignable cause was due to corroded mpu (micro processing unit) board. The mpu board was replaced.

Event description:
The facility representative contacted baxter on 02 march 2009 to report a device with a condition of "no power". It is unknown when this condition occurred. There was no patient injury, adverse event or medical intervention associated with this report. No additional information is available.